Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during drain 1. The caregiver stated the patient line became disconnected from the 'exit site'. The caregiver reconnected the patient after the system error 2240 occurred. Gts had the caregiver cycle power, and the hc alarmed with a system error 2367. Gts had the caregiver cycle power again, to clear the system error 2367. Gts explained the errors, and advised the caregiver to contact the patient's nurse regarding the system errors. No injury or medical intervention was reported.

Manufacturer narrative:
Per the initial report, the sample was discarded.